Event description:
It was reported that the patients ipg was initially suspected to have entered into hibernation mode and the remote control and clinician programmer were unable to link to the ipg. The patient was unsure if he was feeling stimulation and reported feeling sluggish, tremors returning, and a quick tingling in his left shoulder on the same side as the ipg. Troubleshooting was attempted by trying to charge the ipg out of hibernation mode and trying to reset the rc, however, this did not resolve the issue. X-rays were taken confirming the ipg had not flipped in the pocket. The patient underwent a revision procedure to replace the ipg due to suspected battery depletion. The patient was doing well post operatively.

Manufacturer narrative:
Device technical analysis: visual inspection of the returned ipg revealed battery to be non-functional. It could not be charged nor establish communication with the remote control or clinician programmer. An internal electrical test revealed excessive current leakage due to the asic application-specific integrated circuit u2 damage. Due to the severe damage to the ipg, the database couldnt be uploaded using an external power source. Investigation conclusion: the investigation concluded that the reported event of the patients ipg was unable to link to the remote control and clinician programmer was confirmed. It was reported that electrocautery was used during explant procedure. Due to the severe damage to the ipg, the database couldnt be uploaded using an external power source. However, based on the analysis of the ipg database sent by the representative, it showed the signature of the ipg damage consistent when it is exposed to high voltage transients or high radio frequency energy. Therefore, the probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patients ipg was initially suspected to have entered into hibernation mode and the remote control and clinician programmer were unable to link to the ipg. The patient was unsure if he was feeling stimulation and reported feeling sluggish, tremors returning, and a quick tingling in his left shoulder on the same side as the ipg. Troubleshooting was attempted by trying to charge the ipg out of hibernation mode and trying to reset the rc, however, this did not resolve the issue. X-rays were taken confirming the ipg had not flipped in the pocket. The patient underwent a revision procedure to replace the ipg due to suspected battery depletion. The patient was doing well post operatively.